Event description:
As reported by our affiliates in australia, through the review of the medical article: "novel pressure-regulated deployment strategy for improving safety and efficacy of balloon-expandable transcatheter aortic valves", corresponding author prof. Martin ng from royal prince alfred hospital. From august 2015 to july 2020, 330 consecutive patients with severe native aortic stenosis with underwent tavr using the balloon expandable sapien 3 thv. The aim of the study is to propose a novel pressure-regulated method for balloon-expandable transcatheter heart valve (thv) deployment, aimed at optimizing prosthesis-annulus apposition while preventing significant tissue injury. The following events were identified: 2 patients required implantation of a second transcatheter aortic valve in the index procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 06355. The dates of the events are unknown; however, according to the article the study period was from august 2015 to july 2020. For this reason, the first day of the reported study period (01-august 2015) was used as the occurrence date. The valve remains implanted. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure. Patient medical records and procedure op notes (implant and valve in valve) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve in valve cannot be confirmed. It is possible that patient factors and co-morbidities may have contributed to the valve in valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: snir a, wilson mk, ju la, zhao y, wong s, khor l, naoum c, wong k, keech a, celermajer ds, ng mk. Novel pressure-regulated deployment strategy for improving the safety and efficacy of balloon-expandable transcatheter aortic valves. Jacc cardiovasc interv. 2021 nov.

Manufacturer narrative:
To reflect no device return evaluation. No product returned engineering evaluation performed as the device was not available for return. No visual inspection, functional testing or dimensional testing could be performed. Some imagery was provided, and it is not relevant to the complaint event. Due to unavailability of valve serial number, lot history and device history review were unable to be performed. As no device was not returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 IFU, and commander system procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to confirm due to unavailable of relevant imagery and information. Due to the valve serial number was not provided, device history and lot history could not be performed and therefore, the presence of manufacturing non-conformances were unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported from the medical article, two patients required implantation of a second transcatheter aortic valve in the index procedure. In this case, the reason for deploying a second valve within the first valve was unknown. Due to insufficient information provided, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.